Event description:
It was reported that prior to implant, the helix of the right ventricular (rv) lead showed difficulty rotating. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.